Manufacturer narrative:
Per the instructions for use (IFU): gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from medwatch that the site reported the patient presented with episode of gastrointestinal (gi) bleeding and was admitted. It was reported that 2 units of blood were transfused. No additional information available. .

Manufacturer narrative:
Addl info received: it was reported from the site that the patient was admitted to the hospital on (B)(6) 2016 with bright red blood in stool. It was stated that the patient was found to be anemic in previous clinic visit. Bleeding secal ulcer again identified and treated. Patient was discharged on (B)(6) 2016. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.